Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 01/11/2016 to report an adverse event that occured on (B)(6) 2016. Patient noticed failed sensor on 01/05/2016 and did not have another sensor until (B)(6) 2016. Patient thought she couldn't breathe because of her asthma, so she took her inhaler. The patient's symptoms did not improve so ambulance took her from work on (B)(6) 2016 for a hyperglycemic event. While in the emergency room the patient was told she had high levels of ketones so she was admitted to the intensive care unit. Finger stick readings was recorded at 400 mg/dl. Patient was released from the hospital over the weekend exact date unknown. Patient was released to go back to work on (B)(6) 2016. It was reported that the patient was using an expired sensor. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: the sensor is the piece that comes in a sterile, sealed sensor pouch. The sensor is made up of an applicator, a sensor pod, and a sensor wire. You remove the applicator after insertion. The sensor pod stays on your belly for the entire sensor session, up to 7 days.